Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. . It was reported that within a few days after implant, the patient reported the implant started shocking them in their right butt cheek and leg. They decreased the setting however that didn't help. So they turned the stimulation completely off.  They said the stimulation had been of for about 6-7 months. They said so far they had not experienced symptom relief. They said they spoke to their managing physician the day of the report, (B)(6) 2021, and they were directed to turn stimulation back on and work with the manufacturer. When asked the patient did say they fell a lot; at least a couple of times a month. They said many times they had fallen forward, but they were sure that they had fallen backwards as well. Programming information was reviewed. They were initially on program 1 at 0.8 volts, they were at 1.0 volts, but the patient experienced uncomfortable stimulation in their right butt cheek and at the neurostimulator site. Reviewed how to switch programs and these are the results: p2 - stimulation at 2.4 in right butt cheek p3 - stimulation at 1.4 in right butt cheek p4 - stimulation at 1.4 in right butt cheek p5 - stimulation at 1.0 in right butt cheek p6 - no stimulation sensation even at 4.0. P7 - stimulation at 1.5 in right butt cheek. The issue was not resolved through troubleshooting.  They were redirected to their healthcare provider to further address the issue and have the device checked.

Event description:
Additional information was received from a manufacturer representative (rep) and there was an update to the file. It was clarified that the patient was asked to clarify what they meant by shocking and they said it meant painful stimulation.

Manufacturer narrative:
G3: aware date corrected to date of call. Clarification of reported events rendered the report on time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.